Manufacturer narrative:
Insulin pump received with all no button response due to flattened button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test. No frozen screen noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, frozen screen and motor error. The customer¿s blood glucose level was unknown. The customer reported that the screen was frozen and had motor error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer reported that all the buttons were not responding. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.